Event description:
A report was received that the pt was explanted due to infection. The symptom was redness starting at the pocket site and traveling up to the percutaneous lead area. When the physician opened the pocket, it was full of pus. The pt was placed on antibiotics and is reportedly doing well. The physician does not feel infection was device or procedure related.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were kept by the medical facility.